Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the undetected upstream occlusion alarms which were not reproduced due to a constant ec 352 alarm caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.